Manufacturer narrative:
The reagent lot number was n01260 with an expiration date of 31-aug-2026. A review of the provided raw data revealed an odd fluorescence curve for the wnv target channel with an early amplification signal with a CT (critical threshold) value of 3.7 and a low rfi (relative fluorescence intensity) value of 1.648. The calculation algorithm incorrectly classified a cross-talk signal following a pipetting error. This has been associated with underperforming microgear pumps, resulting in a false reactive result.

Event description:
There was an allegation of discrepant wnv results with the cobas®wnv kit (480t) from the cobas 8800 analyzer for a single patient. On (B)(6) 2025, the initial sample generated a reactive result for wnv (CT 3.7). The same sample from a different tube was tested on the same day and generated a non-reactive result for wnv.